Event description:
Customer called to report pt was hospitalized for high bgs. It was stated that the device stopped working in the middle of the night, and the bgs were high when pt woke up. Also it was indicated that on another occasion customer went to the health center at college with high bgs, but pt responded to a shot of insulin. A week later the pump display was frozen and did not respond to anything.